Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is not enough information to determine if there was a device issue that resulted in the single leaflet device attachment of one of the initially implanted clips that then required a second mitraclip procedure, insufficient reduction in mitral regurgitation, and subsequent death due to heart failure. A conclusive cause for the reported patient effect of death and the relationship to the device, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was received: the second mitraclip procedure was performed on (B)(6) 2016. Approx 2 mitraclips were implanted without reported issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This report is being filed because a few weeks after the mitraclip implantation procedure, the patient expired from cardiac decompensation and cardiac failure. It was reported that on (B)(6) 2016, a mitraclip procedure was performed to treat mixed, degenerative and functional mitral regurgitation (mr), grade 4, in a patient with extremely challenging anatomy, including restricted mitral valve leaflets and no leaflet coaptation. The patient was not a candidate for open heart surgery. Three mitraclips experienced difficulty grasping due to anatomy and visualization issues. All three mitraclips were implanted and the mr was reduced to 2. Good leaflet insertions were obtained and there were no adverse patient effects due to this. A few days later, on an unspecified date, it was noted that one of the three implanted clips had detached from one mitral valve leaflet and remained attached to another a single leaflet device attachment (slda). At the end of june, another mitraclip procedure was performed as treatment. The mr reduction was not sufficient, but there were no reported device issues. The patients cardiac condition worsened. At the beginning of (B)(6), on an unspecified date, the patient expired due to cardiac decompensation and cardiac failure. There was no additional information provided.